Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "aspiration outflow obstruction" (obstruction within device). The customer reported a corneal burn. The corneal burn occurred in the first two seconds of phaco. The wound was sutured with four stitches. The cornea has striae and irregular astigmatism. The customer re-uses phaco tips. The surgeon stated a system failure allowed heat buildup and a successful prime should have detected an aspiration outflow obstruction.

Manufacturer narrative:
The surgeon has sent a video of the event for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).